Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak while loading the set for peritoneal dialysis (pd) therapy with the homechoice (hc) device. The hp reported that the power went out and came back on a short time later. The hp stated the hc was at load the set and had connected herself when the incident occurred. The baxter technical service representative (tsr) informed the hp that she should not be connected and instructed her to disconnect. The hp stated there was fluid coming out of the patient line. The tsr advised the hp to start over using all new supplies. The hp stated she knew how to start over. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not returned; therefore, a sample analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.